Event description:
It was reported that this pacemaker reverted to safety operation after the patient underwent magnetic resonance imaging (MRI). The device was explanted and replaced. No additional adverse patient effects were reported. The device was discarded by the explanting facility.